Manufacturer narrative:
The pump was been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The subject pump was investigated with the following findings: testing confirmed intermittent responses to button presses on the up, down, and ok buttons. Multiple button presses requiring increasing force are required before the buttons will engage. No visible evidence of moisture behind display lens. An in-house leak test was performed and found a display lens leak. Evidence of moisture damage(corrosion) was found inside the battery chamber. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The patient also mentioned that the lens protector peeled off. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.